Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during post implant device check, the physician noted that the ra lead had dislodged. The patient was brought back to the lab later the same day for a revision of the device. The lead placement was satisfactory and within range, and there were no adverse effects to the patient.